Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had multiple uterine fibroids and underwent general anesthesia laparoscopic myomectomy, when the doctor used the device to suture and form the uterus and stanch bleeding. The thread broke on the first stitch and pulling the suture. The suture was replaced and there was no breakage. The surgery was extended for a few minutes. There was no patient injury.